Manufacturer narrative:
Complaint investigation is underway and will be attached to this report.

Event description:
It was reported that during a tcar procedure, an initial angio was taken with 2 views of sheath tip and sheath looked coaxial with no angiographic evidence of dissection. The cca was clamped, flow reversal confirmed, and the 0.014" enroute guidewire was advanced towards carotid bifurcation. The wire behaved as if it was in a dissection plane so we removed sheath closed arteriotomy and re-accessed the common carotid. Same difficulty advancing the wire through bifurcation which indicated a dissection. It became apparent at this point via angiography that a dissection plane had been created by the wire and 40cm kmp catheter. The physician elected to complete the procedure via (B)(6).